Event description:
It was reported that after placing an artery and connecting the sensor, the monitor did not display data, and after replacing the sensor, the monitor displayed normally. There was patient involvement and no patient harm/adverse event reported. It was also reported that the device is not available for return as the product has been discarded by the hospital.

Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness for the failure was given to personnel who perform the assembly process.